Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. It is unk if there were any adverse consequences associated with this event.

Manufacturer narrative:
The device was not received by the manufacturer. If the device is received or other info is obtained, a follow-up report will be filed.